Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. If implanted, give date: not applicable as cartridges are not implantable. If explanted, give date: not applicable as cartridges are not implantable. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon saw fragments of a cartridge, model emeraldc30, was broken in the anterior chamber of the patient's eye after an intraocular lens was inserted. The fragments were removed without any incision enlargement or any delay in surgery. No further information was provided.

Manufacturer narrative:
The cartridge was not returned to the manufacturer; therefore product testing could not be performed and the customer reported complaint could not be verified. Manufacturing records review: the manufacturing process record was evaluated. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues inside the cartridge tube, indicating the device was handled and prepared for surgical use. Stress marks in both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the pass of the iol through the cartridge. No cracks were detected. The customer's reported complaint was not verified. All pertinent information available to abbott medical optics has been submitted.